Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy after a fall. System diagnostic recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient experienced ineffective therapy after a fall. System diagnostic recorded high impedances on one lead. The patient's lead was explanted and replaced. Therapy was restored post-op. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.